Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient woke up in the middle of the night and noticed that the infusion set's tubing was broken off where it got connected to the site, while sleeping. The patient also stated that the tubing snapped in half. The site location was the patient's left leg and the pump was worn on the patient's waist, set on leg and on the same side of body. The infusion was being used for two days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of returned used device (1 inserted set), it was found that the tubing was detached from the tubing connector. No further information available.